Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgtfc013 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer that the patient noticed that their shirt pocket had a few drops of fluid on it. Could not see and direct leakage. Checked all connections. Wrapped in blue pad and resumed treatment. When back to check again there was no leakage noted until I touched connection. Changed out connecter and resumed treatment with a blue pad wrapped around connector were the IV line and ivad line connected. Checked in 10 minutes found scant leakage on inspection. Stopped treatment and de accessed ivad and reinitiated. Changed patient out of shirt washed area where leakage happen three times with hot soapy water. Shirt bagged up and patient aware to wash separate two times. No leaking noted post ivad change. No patient harm.